Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. The pump was received with normal operating currents and no unexpected off no power or low battery alarm was noted. No unexpected black circle on display was noted. The pump was communicated properly with minilink transmitter sensor and sensor simulator and one touch ultra-link blood glucose meter. The bg meter functioned properly and no unexpected mbg now alarm was noted. The drive support disk was inspected and no anomaly was noted. No cosmetic damage was noted.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 599 mg/dl. The customer was hospitalized for diabetic ketoacidosis. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be flushed. The customer was advised to monitor the pump and call back for assistance.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.